Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no weak battery alarms were noted. The insulin pump was programmed with a test transmitter and glucose sensor simulator and the blood glucose value displayed properly on the display graph. No unexpected weak signal alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported via phone call, that the customer received a button error alarm as well as a weak battery alarm. Customer's blood glucose level at the time 211mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.